Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-24 (up and down occlusion values agree) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed with the naked eye and no issues were noted. Functional tests were performed and the reported failure was not confirmed during evaluation. The reported condition was not verified. However, the device was found to be out of specification due to an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.